Manufacturer narrative:
Follow-up #1 date of submission 01/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings:a review of the alarm history and black box showed no activity outside normal use. The pump was returned with the iob duration set for 3.5 hours. The pump was exercised for a minimum of 48 hours on a 1.0unit/hour basal rate. A 10.0unit normal bolus was programmed and delivered during investigation on 12:23/2013 at 11:01am. There was no iob present prior to bolus delivery. Three and a half hours after the 11:01am bolus delivery, the iob remaining status screen and the advance bolus screen still showed iob of 0.18units remaining. The iob duration feature was found to be operating as designed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
This supplemental is to correct the brand name for the product.

Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the insulin on board (iob) feature of the pump was not calculating correctly. No additional information was provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).